Event description:
The customer reported false positive results with the ID now covid-19 assay for mutiple lots performed from (B)(6) 2021 to (B)(6) 2021. This MFR. Report addresses lot 1 of 2. The customer reported false a positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a kit swab nasal sample. Repeat test was performed with the ID now covid-19 assay. The result of the repeat test was not provided. Pcr confirmation testing was performed on a nasal sample and generated a negative result. The customer stated the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. MFR report #: 1221359-2022-00258 is related to this event.

Manufacturer narrative:
Additional data : h2, g3, g6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m168483 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m168483, test base part number 190-430 / lot m168483. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue as the logfiles were not provided.